Manufacturer narrative:
(B)(4). Date sent: 05/23/2021. Additional information was requested, and the following was received: additional information was requested, and the following was received: what were the indications for surgery? Did the patient receive any preoperative chemotherapy or radiation? Were there any issues experienced with the device in the initial surgical procedure? No what healthcare professional fired the device and what is his/her experience with the device? Pa first assist had fired the ecs29b twice previously and was very experienced with the ecs29a where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? It was dialed all the way down to the 1.5 mm setting. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Yes was the device difficult to close? No was the device difficult to fire? No was the device difficult to open? No how many counter-clockwise revolutions of the adjusting knob were used to open the device? 2 did the healthcare professional receive audible & tactile feedback when firing the device? Yes was a complete transection of the white breakaway washer visually confirmed? Yes were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. No. Staples were normal. Was the staple line visualized endoscopically during the initial surgical procedure? Yes what was observed at the site of the leak? Everything looked normal. Was the ileostomy pre-planned? No what is the current status of the patient? The leak was sutured and an ileostomy was performed to allow time to heal. Ileostomy has not been reversed yet. Corrected data = h10 device analysis investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ecs29b device arrived with no apparent damage. The breakaway washer was present, cut and there was no staples present, indicating that the device achieved a full firing stroke; however, the knife and washer were noted to have nicks. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. The event reported was confirmed and it is related to improper use of the device. The damage on the knife and washer is consistent when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances related to the reported complaint condition were identified.

Manufacturer narrative:
(B)(4). Date sent: 06/16/2021. The device was received for additional evaluation. The ecs29b has a batch number of u5f35h and a serial number of (B)(6). Upon analysis of the device in cincinnati, it was confirmed through visual inspection that neither the trocar nor the knife is misaligned. The test fire staple line from the juarez analysis was reviewed; the staple line was complete, and all staples met the staple form release criteria. There is no evidence to confirm a manufacturing or design defect. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances related to the reported complaint condition were identified.

Manufacturer narrative:
(B)(4). D4 batch # u5f35h. (B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? Did the patient receive any preoperative chemotherapy or radiation? Were there any issues experienced with the device in the initial surgical procedure? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Was the device difficult to close? Was the device difficult to fire? Was the device difficult to open? How many counter-clockwise revolutions of the adjusting knob were used to open the device? Did the healthcare professional receive audible & tactile feedback when firing the device? Was a complete transection of the white breakaway washer visually confirmed? Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. Was the staple line visualized endoscopically during the initial surgical procedure? What was observed at the site of the leak? Was the ileostomy pre-planned? What is the current status of the patient? Device analysis: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ecs29b device arrived with no apparent damage. The breakaway washer was present, cut and there was no staples present, indicating that the device achieved a full firing stroke; however, the knife and washer were noted to have nicks. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. It should be noted that product failure is multifactorial. The event reported was confirmed and it is related to improper use of the device. The damage on the knife and washer is consistent when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Please reference the instruction for use for more information. As part of ethicon endo surgerys quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances related to the reported complaint condition were identified.

Event description:
It was reported that during a low anterior resection procedure that the device was fired per IFU. Device was removed from patient and the donuts were intact. Leak test was performed, and bubbles were present. Surgeon added suture to support the staple line. Surgeon then gave the patient and ileostomy to give the tissue time to heal.